Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "device failed on intubation. When applying pressure to blade, light went out. Different handles were used and blade still failed." Alleged malfunction reported as occurring during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "device failed on intubation. When applying pressure to blade, light went out. Different handles were used and blade still failed." Alleged malfunction reported as occurring during use. No report of patient harm. Patient condition reported as "fine".